Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 319 mg/dl.